Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0951, awareness date 29-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she had various symptoms a year after having essure placed. She gained 15 pounds despite working out every day and eating great. She gained a bald spot on the top of her hair and lost half of her hair everywhere else. She had bad rages and bleeding where she wore band aid and jewelry. She also gained stretch marks without ever having children. Then she found out her left coil migrated into her uterus and cervix. She had to have a hysterectomy and having everything removed except her ovaries. After removal, she thought she was going to be a lot better, but she realized she has thyroid problems for which she has seen various doctors for these last 3 years and will always continue forever with lab work etc. Also, she has had to see a dermatologist for cortisone shots and scalp solution to try to regrow her hair and has had to go to gastroenterologist for ulcer and digestive issues with all the stress from all of this. Ptc investigation result was received on 21-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and found out her left coil migrated into her uterus and cervix. She underwent a hysterectomy. This event was considered serious due to medical significance and is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In the present case the left coil was found migrated into her uterus and cervix. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). Since no product was returned and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.